Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was off the bus. The field service engineer (fse) logged into the administrative account and accessed the hardware testing application, where no smart drawers were visible in the device list. The fse powered down the station and replaced both the power supply and the communication sled, but the drawers were still not detected. The fse then powered down the station again, replaced the modular board of half height drawer 2, and disconnected all other drawers. After updating the firmware, the fse was able to detect and test drawer number 2, but subsequent refreshes showed inconsistent detection of drawers. The fse continued troubleshooting by attempting recovery with the customer and replacing multiple components, including the power supply, communication sled, and cables connecting the main unit to the auxiliary unit, but the issue remained unresolved. The fse isolated the fault by disconnecting all drawers and testing each unit separately, identifying that the main unit was functioning correctly and that the issue was related to the auxiliary unit. Further investigation revealed that the ribbon cable connected to all drawers was faulty. The fse replaced the ribbon cable, after which the station powered on successfully. The fse performed open and close testing of each drawer using the hardware testing application, and all functions operated properly. The system functioned as intended after field service engineer repaired the device.